Event description:
It was reported that during a ptca procedure in a heavily calcified lesion, the physician experienced deflation difficulties after multiple inflation's. Attempts to deflate the balloon were unsuccessful. The physician then pulled the balloon back into the guide catheter and removed the entire system. Upon removal the balloon appears to have deflated. Pt status is listed as "okay".